Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data revealed that the auto lead diagnostic shows average ventricular lead impedance near or just below 300 ohms, the lowest measurement within normal range, throughout the record.

Event description:
It was reported that the right ventricular (rv) lead¿s unipolar impedance is greater than the bipolar impedance and lead insulation integrity is questioned. Additionally, it was noted that the patient experiences pectoral stimulation with thresholds greater than three volts and there for the lead trending was turned off to prevent the patient from experiencing pectoral stimulation every three hours. The lead was also reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had low impedance and there was one high threshold measurement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53 lead, implanted: (B)(6) 1998. (B)(4).